Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the caller had the same ins as their friend but their friend had to charge every 3rd day because "it (implant battery) runs down that much" and the caller only had to charge once a month. The caller said they used their ins all the time and their friend turns their ins off at night; the caller wondered if this was why their friend had to charge more than them. It was reviewed that recharging intervals depend on various factors and individual settings and reviewed the caller can call for assistance or follow-up with their healthcare professional to see if this was a normal recharge interval for them. No symptoms were reported. No further complications were reported/anticipated.